Manufacturer narrative:
This report is submitted on march 13, 2020.

Event description:
Per the clinic, during a mastoidectomy, the electrode array and ground electrode were inadvertently cut resulting in an explantation of the device. It is unknown if the patient has been re-implanted with another device.

Event description:
It was reported that the patient experienced an infection at implant site.

Manufacturer narrative:
This report is submitted on 22 april 2020.